Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep retrieved and previewed the error logs. He reseated the x-ray controller board and ic chips on the x-ray controller and observed the system in operation for over four hours with no further "fast off" occurrences. The system operates as intended.

Event description:
The customer reported that the "fast off" activated by itself.